Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between march 17, 2024 and march 18, 2024. H11: the actual device was provided for evaluation. Visual inspection of sample did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and a leak was observed at the spike port bonding area of the sample. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from the injection port. This was observed after filling with an unspecified medicine. There was no patient involvement. No additional information is available.